Manufacturer narrative:
A document review of the lot 096004 ((B)(4)) was performed and no anomalies were found related to the problem occurred. No similar events concerning this lot were reported to the manufacturer. The breakage is thought to be associated to an improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure model is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins. (B)(4).

Event description:
(B)(4).